Event description:
Caller reported a malfunction alarm on pump but daughter and pump were not present at the time of the call. There was no reported impact to the customer¿s blood glucose level. Technical support advised that the malfunction code was resettable and informed the caller of a software update available for the pump. An email with instructions for the update was sent, and the caller planned to call back to complete the reset when the daughter returned with the pump.